Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, inadequate bone quality/quantity. 3 months after explantation bone healing was delayed (was not long enough in connection with smoking).